Event description:
IV pump stopped working while pt was being transported to unit. Pump read "discharge battery", and prevented meds from being given in route. Pump never alerted that battery was low. Pt rushed down the hall and pump plugged into wall. FDA safety report ID# (B)(4).